Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Manual compression was used to achieve hemostasis. There was no reported patient injury. Following standardized operation after hepatic perfusion, a significant reduction in pulsatile blood flow was observed. The closure device system was continuously retracted while observing the indicator window. No color change in the indicator window was observed even after the entire closure system had been withdrawn from the body. A 5f non-cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly, and an audible click was heard. The indicator did not display black, and the indicator window did not display red during retraction. When the device was removed, the indicator wire loop was deployed with no anomalies noted. Deployment was attempted outside the patient's body by pressing the button but was unsuccessful. The procedure used a retrograde approach during a liver perfusion procedure. No adverse patient condition was observed after the procedure. The operator was trained on the device. The exoseal vcd was stored and prepared according to the instructions for use (IFU), with no visible device or package damage before use. Angiography confirmed femoral artery suitability, including the insertion angle, and the vessel diameter was confirmed to be at least 5 mm. No visible calcium/plaque, no nearby stent, no prior closure device or manual compression within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm were reported. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.